Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis as they remain implanted. The lot history records (lhr) could not be reviewed because the products were not returned for evaluation and the lot numbers were not reported. The reported patient effects of stroke, thrombosis and re-stenosis are listed in the xact instructions for use, as known possible adverse events that may be associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effects of stroke, thrombosis and re-stenosis, and the relationship to the product, if any, cannot be determined. The reported hospitalization was likely due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient death referenced and in the article is filed under a different MFR report number.

Event description:
This is filed for the other patient effects: it was reported through a research article, identifying the xact stent delivery system, that may be related to the following: patient death, stroke, thrombosis, re-stenosis and re-hospitalization. Details are listed in the attached article, titled simultaneous angioplasty and mechanical thrombectomy in tandem carotid occlusions. Incidence of reocclusions and prognostic predictors. Please see article for additional information.